Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jul2019. Product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse performed calibration on the screen and it failed. Pse replaced the unit's touchscreen to resolve the reported issue.

Event description:
Customer contacted technical support (ts) stating that the unit had touchscreen failure. The customer reported there was no patient involvement.